Event description:
Additional information received: no patient involved.

Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Information was received that device has primary audible alarm. No adverse effects reported.